Event description:
It was reported the pump was flipping again (refer to related manufacturer report # 3007566237-2014-01952 for the previous pump flip event). The patient¿s health care provider (hcp) told the patient the pump was not moving and it just looked like that because the patient was ¿so fat in the stomach area.¿ the patient knew what she was looking at and if she was in the car sitting or if she bent over the pump moved.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).